Event description:
The sales rep reported that patient had been brought in heavily sedated. Pump concentrations were verified. Patient was put on narcan drip and levophed. The patient was spoken to and was easily awakened. The pump was checked for proper medication placement, withdrew 26mls with a waste from connection leakage of approximately 3-4mls from pump. Pump had been properly filled. Refilled pump with 26mls of medication. Medication was withdrawn from the pump and patient was sent for a CT scan. Awaiting results.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.